Event description:
It was reported that, during prior to use tests, a physician observed a tracheal tube cuff to have a pin holes at the insertion part of the pilot balloon. An incomplete deflation was also confirmed. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One sample of an endotracheal tube was received for evaluation. A visual inspection was performed, and a small tear was observed in the cuff. Inflation and deflation tests were performed and it found that the cuff immediately deflated. The pilot balloon was submerged into a container filled with water and no leaks were observed. The customer reported malfunction was confirmed. However, a cut of this magnitude would have been detected during the 100% inflate/deflate tests and removed from the lot. Therefore, the cut condition found in the received sample was not confirmed as related to manufacturing process.